Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Visual examination identified a hole in the rv setscrew seal plug. Next, the pacing, and sensing functions of the device were verified to be operating normally. Setscrew seal plugs are designed to permit setscrew wrench insertion yet prevent body fluids from entering the header cavities. If an accessory sensing pathway is present due to fluid intrusion, there is a potential for oversensing and, thus, inhibition of pacing or delivery of inappropriate therapy.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this pacemaker exhibited noise on the right ventricular (rv) channel. The patient was brought in and a revision was performed. The rv lead was repositioned, but when connected to this pacemaker again, the noise still persisted. The lead was tested via a pacing system analyzer and no noise was observed. This pacemaker was then replaced and the noise disappeared. The rv lead remains in service. No additional adverse patient effects were reported.